Manufacturer narrative:
Na.

Event description:
The customer experienced an issue with the results for two patient samples displaying incorrectly on the cobas e 411 analyzer. For patient 1, in the cobas e 411 analyzer, the elecsys hcg + beta test system result was 10000 miu/ml with a data flag and the progesterone result was 52.91 ng/ml. In the laboratory information system (lis), the hcg + beta result was 52.91 miu/ml and the progesterone result was 10000 ng/ml. For patient 2, five assays were ordered but all results were displayed as progesterone with result of 52.91 ng/ml. The other tests ordered were not provided. This patient was female. The results were reported outside of the laboratory. It was unknown which results were correct for the patients. There was no adverse event. The hcg + beta reagent lot number was 28429205 with an expiration date of 28-feb-2019. The other reagent lot number and expiration dates were requested, but were not provided. The field service representative found there was an issue with the software. He rebooted the analyzer which appeared to have resolved the issue. The customer ran qc and repeated patient samples. All tests ran properly with correct results. The investigation was unable to find a definitive root cause.